Event description:
Pressurewire aeris was first used in lad. Later in procedure, physician wanted to measure a gradient in the posterior tibial region of the patient. The patient was experiencing spasm in the femoral area. At this time, the pressurewire aeris wire was pulled out, only to discover that the radiopaque part of the wire had broken off from the rest of the wire and remained in a small side branch. The physician decided that it was not threatening to patient to leave behind. Event did not affect patient negatively.

Manufacturer narrative:
Device available and under evaluation.